Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding patient with symptoms of scoliosis involved in scoliosis osteotomy correction and hemivertebra resection procedure used in spinal therapy. It was reported during procedure, when the screw plug was finally locked, the thread broke and front part remained in the patient's body. Fragment left in the patient's body. There is no patient symptoms reported. There is no additional surgery performed as a result of the event. There is no revision surgery planned. Further, there is no complications reported as a result of this event. Patient is alive and no injury.